Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The device went to power on reset during the delivery of a high voltage shock. No permanent damage to the device was seen. Device tested normal.

Event description:
It was reported that the device went into backup operation with a power on reset. The device was explanted and replaced.